Event description:
Customer called to report that the immage 800 immunochemistry system was leaking after a power outage. Customer stated that after powering up and then priming the system, the instrument began to leak. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak. The field service engineer (fse) inspected the instrument and replaced the vacuum pump. The fse then verified the vacuum level and instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).